Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ it was reported that "...suture was originally a combination of needle and suture..." Please elaborate on this quality issue experienced: ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a resection of superficial mass on left cheek procedure on (B)(6) 2025 and suture was used. During the procedure, at 11:55, after the specimen was removed, the chief surgeon used a needle holder to clamp the needle and prepare to suture the wound. However, the problem of pulling off suture needle happened and could not be used normally. Doctor immediately called on the traveling nurse to check the needle and suture together. It was discovered that the newly opened suture was originally a combination of needle and suture . However, it was found that the suture at the end of the needle had fallen off and separated, making it unusable. In order to avoid affecting the normal operation, a new suture was opened and the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.